Event description:
Customer reported that he has been hospitalized 10 to 15 times in the last 10 years of using the insulin pump. Customer stated he has never called or reported it. Customer stated that he does not remember the details. Regarding the most recent hospitalization, the customer only remembered that it was back in the summer and he event refused to be hospitalized at one point. Customer was advised to report if any information is obtained. Customer declined to troubleshoot since he stated that is was his own fault that his blood glucose went low at night when these instances occurred and the insulin pump was not the cause. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.